Event description:
E customer reported the device had been displaying error code 00080 upon power up. Error code 00080 is accompanied by the message / instruction defib failure cycle power and then device operation is halted.

Manufacturer narrative:
(B)(4). The device was serviced by the site biomed who confirmed the error code 00080 upon power up. The site biomed resolved this by replacing both the control pca and the power pca. The device passed testing. We cannot determine the cause of the malfunction as multiple parts were replaced.